Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 119 mg/dl and "a reading in the 200s-range mg/dl." No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips used in the comparison. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.